Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following allegation: one of the jaws on the pk dissecting forceps instrument broke off and fell into the patient.

Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received medwatch report with the following information: j.h. Underwent the following surgical procedure - robot-assisted total laparoscopic hysterectomy bilateral salpingo-oophorectomy and laparoscopic appendectomy. The pk da vinci dissecting forceps grasper portion of the instrument broke on the jaw of the grasper and one side of the grasper fell free into the abdomen. The 1 cm x 5 mm piece was successfully retrieved. A post-operative abdominal x-ray was performed to confirm foreign body was removed completely. This device was on its 1st of ten lives.